Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided images found two images of the distal end of the shaft of the device. The shaft of the device has fractured on one side, but is still connected on the other. The top jaw of the device is not pictured. A visual inspection of the returned device found that it was returned outside of its original packaging. The laser etching on the device is worn from use, and confirms the part number. The distal tip of the device is separated on one side, and connected on the other. The top jaw of the device was not returned. The actuator does not sit cleanly in the device due to the deformation of the shaft. It has not been communicated if all the broken pieces were retrieved from the patient. Without the requested clinical information, the reported breakage could not be further assessed. The device is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage not be definitively determined. Although unlikely, the potential for corrosion and local irritation/migration of the drill fragment could not be ruled out. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. The complaint was confirmed. Factors that could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during arthroscopy of the shoulder joint, an arthropierce 45 deg right broke while suturing the soft tissues. Procedure was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.